Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a breach in the bond between the extension set tubing and the luer adaptor was confirmed and the cause appeared to be supplier related. One 20g miniloc infusion set was returned for investigation. A functional test revealed fluid leaking from the distal end of the luer adaptor. A microscopic examination revealed a gap in the adhesive coverage between the extension set tubing and the luer adaptor. It appeared that the extension set tubing was positioned correctly, but the adhesive was not uniformly distributed around the extension set tubing. The outside diameter of the extension set tubing was within specification. Due to the variation in adhesive coverage that allowed fluid to leak, the complaint appeared to be supplier related. The supplier was notified of this complaint. A lot history review (lhr) of asaws0060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extremity of the cannula was cracked. On 6/20/2019, the returned sample leaked at tube connection.